Manufacturer narrative:
The failure described by customer does not match to definitions described in ifu170ar rev 'e', seems that end-user used excessive tension or overload the device. It is a case of misuse by physician. Effective investigation can't be performed because device was not shipped to tag

Event description:
It was reported that the second implant on the ar-4570 would not deploy. They cut the suture but did not remove the first implant which is behind the capsule. With the second attempt, both implants seated, but pulled out when the surgeon was tensioning. The case was completed with an arthrex zone navigator, which required an additional incision.